Event description:
It was reported that the patient complained of feeling diaphragmatic stimulation. The left ventricular (lv) lead output will be rep rogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).